Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflation.

Event description:
Healthcare professional reported "a left side implant inflation." Device remains implanted.